Manufacturer narrative:
Updated to reflect that philips will not consider this as a malfunction of the device as it is fully consistent with user error due to not cleaning off residual residue on the paddles and paddle tray. There is no indication of a systemic problem; no further investigation or action is warranted. There is no indication of a systemic problem; no further investigation or action is warranted.

Event description:
The user reported 'shock not delivering' during routine testing. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested, but was not available at the time of this report.

Event description:
The user reported 'shock not delivering.' The initial information indicates that a patient was involved and was adversely impacted. No other details are available at this time.